Event description:
It was reported that intermittent unexpected resets occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy until the replacement pump arrived.